Event description:
A customer reported experiencing cartridge alarm 31, prompting an inquiry about obtaining a loaner pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump, advising the customer to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer was informed about the updated software they would receive with the new pump and the importance of proper sensor usage, and they were provided with a loaner pump after completing the necessary agreement.